Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted, so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Disability is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that immediately after the coil embolization of the left posterior communicating artery aneurysm, the patient¿s condition worsened. Mass effect from the pre-existing hematoma was noted as the cause. Nine days post procedure, the patient was ¿discharged in improved condition, but with moderate disability (independent).¿ no further information is available.